Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2014 with the following findings:a review of the pump¿s black box history showed no evidence of power reboots being recorded. No battery cap was returned with the pump. A test battery cap was used to complete the investigation. The test battery cap was able to maintain a secure connection with the pump. The battery compartment was intact; no damage was observed. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no moisture or loose components was observed inside the pump. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached from the pump. The complaint of the pump losing power intermittently was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.